Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., b.6., h.6.

Event description:
Healthcare professional reported "rupture" confirmed via mammogram. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed 2 openings assessed as fold flaw opening. ¿ crease / folding of implant: observed creases on device. As per the investigation procedure, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, h3, h6.

Event description:
Healthcare professional reported left side "deflation" confirmed via mammogram. Healthcare professional later reported "any creases" and "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. The device remains implanted.